Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastic pack ¿ / bd lord's ¿ insulin syringe with needle there was an issue with deformed stopper. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the stopper has been deformed. The returned syringe was examined and exhibited a slightly deformed stopper. Sample was forwarded to manufacturing (holdrege) on 07sep2018 for further review. On 11sep2018, holdrege received one (1) 0.3ml, 8mm syringe from reported batch# 7338717. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The stopper, as visualized within the fully assembled syringe, appears to have a very slight pinching like affect along one portion of the stopper. The device was cycle tested (exercising of the plunger rod within the syringe barrel) with no notable increase in the force required to complete this task. Additionally, the plunger rod/stopper were disassembled from the remainder of the syringe and the stopper was noted to retain the slightly deformed configuration, as was previously noted within the fully assembled device. Probable root causes include, but are not limited to: insufficient lubricant (silicone) within the barrel prior to assembly; misalignment of the plunger rod/stopper into the barrel at assembly; and/or a supplier related defect. CAPA 122939 was initiated by the holdrege plant to address damaged/deformed stoppers and their associated root cause(s). Batch# 7338717 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. A review of the device history record was completed for batch# 7338717. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper deformed on lot # 7338717. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd plastic pack ¿ / bd lord's ¿ insulin syringe with needle there was an issue with deformed stopper. There was no report of injury or medical intervention.